Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6) 2018 that they weren't able to rewind the insulin pump when they were changing out the reservoir. Customer did not state whether or not they were in auto mode. The customer's blood glucose was 407 mg/dl at the time of incident and customer treated with manual injection insulin pen. Troubleshooting was completed and wasn't able to solve the issue. Customer declined troubleshooting for high readings. The insulin pump will not be returned for analysis